Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01733, 0001822565-2019-01734. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing crackling noise, pain and difficulty ambulating post surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D11 - medical products: mis tm tibial tray catalog # 00595404701 lot # 63372419. Prolong articular surface catalog # 00596204010 lot # 63658241. Nexgen porous (tm) patella catalog # 00587806532 lot # 63650151. Por flx fem/mis tm tib/prlng surf/tm pat catalog # 98000225024 lot # unknown. Multiple MDR reports were filled for this event: 3005751028-2019-00029.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: unknown patella catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filled for this event: 0001822565-2019-02816. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing crackling noise, pain, swelling, and difficulty ambulating post surgery.

Manufacturer narrative:
UDI #: (B)(4). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.